Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and the right ventricular (rv) lead exhibited chronic high thresholds. The ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implant date: (B)(6) 2022. The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.